Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in japan, during device preparation of a 14 f esheath+ for a transfemoral tavr procedure with a 26 mm sapien 3 ultra resilia valve, the esheath+ did not correctly expand. During a functional test as part of the product evaluation, a distal tip tear occurred when inserting a sample delivery system into the esheath+.

Manufacturer narrative:
A supplemental MDR is being submitted due to completed device evaluation. Sections g6, h2, h3, and conclusions in this section have been updated. H6 codes were corrected: component code, investigation findings, investigation conclusions. H6 codes were added: type of investigation. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. Photos of the device were provided. Upon review of the devices images, it was observed that the liner appeared to be unexpanded and a portion of the liner was stretched starting from distal strain relief, which indicated that the esheath did not expand as expected. The device was returned for evaluation. Evaluation of the returned device confirmed the presence of liner stretching. The observed liner stretching may be tied to variability in the manufacturing process involving liner integration with shaft material (hdpe). When the hdpe layer adheres to the etched ptfe liner, it may prevent the seam from opening, causing it to stretch instead of expanding as designed. As such, available information suggests that factors related to manufacturing process (variable sheath liner expansion) may have contributed to the complaint events. However, a definitive root cause was unable to be determined. During a functional test as part of the product evaluation, distal tip tear occurred when inserting a sample delivery system into the esheath. This event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Available information suggests that variability in tip expansion likely contributed to the distal tip tear. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.